Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the reported device problem code was incorrect. The following changes have been made: f.10. Device codes: 1354. H.6. FDA device problem code: 1354.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system's safety hub would not detach during use. The following information was provided by the initial reporter: "IV started on patient, blood was good. Blood was drawn off the site. Needle safety hub will not deattach. IV site had to be removed and patient restuck."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/15/2020. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used 20ga bd nexiva closed IV catheter system dual port unit within an opened package from lot number 9346052. The unit consists of the catheter/adapter and extension line assemblies with the needle pulled back. The unit had a q-syte attached to the port at the end of the luer adapter of the nexiva extension line. The clamp was fully engaged and there are traced of media throughout the unit. Through the visual inspection, the needle is completely pulled back through the catheter and is with the tip secured within the tip shield. There are scratches in 2 areas of the v-clip and some type of residual adhered to the grip and to the end of the clear portion of the adapter inside the grip area. A functional test was performed where the separating of the needle assembly from the catheter assembly was found unsuccessful. The area where the clear portion of the adapter sits within the grip was observed to have traces of cured adhesive. The reported issue was confirmed. Based on the findings in the incident of decoupling by force/manipulation and the evidence of cured adhesive in the area of the connection of the clear portion of the adapter and the grip it is evident that the failure was a result of the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system's safety hub would not detach during use. The following information was provided by the initial reporter: "IV started on patient, blood was good. Blood was drawn off the site. Needle safety hub will not deattach. IV site had to be removed and patient restuck."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system's safety hub would not detach during use. The following information was provided by the initial reporter: "IV started on patient, blood was good. Blood was drawn off the site. Needle safety hub will not detach. IV site had to be removed and patient restuck."